Event description:
It was reported that the patient went to the emergency room due to a lead integrity alert (lia) on the right ventricular (rv) lead. It was also noted that there were two non-sustained tachycardia episodes with one being due to electromagnetic interference. It was reported that the lead was evaluated and no issues were found and the lia was believed to be due to a false positive. No changes have been made and the device and lead remain in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 4968-35, implanted: (B)(6) 2011; product ID 6996sq1, implanted (B)(6) 2011. (B)(4).

Event description:
Additional information received reported that the device has been explanted and replaced.

Manufacturer narrative:
Product event summary # product ID# (B)(4) the device was returned and analyzed and no anomalies were found.